Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient spinal therapy for cervical ddd. It was reported that the implant was broken during procedure. There were no fragments left inside the patient. The implantation and explanation was completed on same day. There was patient involved in the event and no further complications were reported.